Event description:
It was reported that this brady lead was a case of an attempted implant due to lead was damaged or defective. A new lead with same model was implanted. No adverse patient effects were reported.